Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during a cataract extraction with intraocular lens (iol) implant procedure, but, before implantation, a crease was noted on the optic of the iol. The surgery was completed smoothly by using another iol. There was no impact on the patient.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Blood and solution is dried on the lens. Both haptic/optic junction areas are bent, which may have been interpreted as the reported "crease" complaint. The optic is cut in half, typical of insertion and removal. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Both haptic/optic junction areas are bent, which may have been interpreted as the reported "crease" complaint. Other lens damage was observed. Other lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood, surgical solution, and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).